Event description:
Ventilator stopped working and displayed an error code on the machine - "tf5507". The machine was turned off then on by the therapist and the machine appeared to work fine so it was placed back on the pt. 5 hours and 50 minutes later the machine stopped working again, and the same message was displayed on the screen. The machine was removed from the pt. The pt suffered no adverse effects.